Manufacturer narrative:
(B)(4). Batch # l53487. The analysis results found that ec45 device was returned outside its package. In addition, only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Date sent: 12/01/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? It was the blister. Was damaged when they opened the outer box. Was sterility compromised as a result of the packaging damage? Yes.

Event description:
It was reported that prior to an unknown procedure, the package was damaged in the box. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.